Manufacturer narrative:
(B)(4). Method: lens work order search . Evaluation: a lens work order search revealed there were no similar complaints within the work order. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens with -13.5 diopter, in the patient's right eye (od) on (B)(6) 2015. Lens rotation associated with low vault was observed. The lens was removed and exchanged for a longer lens and the problem was resolved. The patient's post-op ucva was 20/15.